Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: cholecistectomy. Event description: the device was used in a cholecystectomy. Dr. Said when pulling the trigger, some clips were launched to the jaws but would not come out at times. In their own words "50% we pulled the trigger the clip would just not come out". Patient status: all ok. Intervention: he continued pressing the trigger till the devices worked launching clips.

Event description:
Type of procedure: cholecistectomy. The device was used in a cholecystectomy. Dr. Said when pulling the trigger, some clips were launched to the jaws but would not come out at times. In their own words "50% we pulled the trigger the clip would just not come out". Patient status: all ok. Intervention: he continued pressing the trigger till the devices worked launching clips.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint (B)(4), was included in the recall.